Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2021-00375 through 3012447612-2021-00377.

Event description:
It was reported that a closure top cross-threaded into the screw then the screw disassembled. The screw on the other side of the level was checked and was also found to have disassembled. Both screws were removed and replaced, along with the closure top, to complete the procedure. There were no patient impacts. This is report two of three for this event.

Manufacturer narrative:
Device evaluation: the returned devices were examined. Visual inspection revealed the two returned screws have disassembled. Potential cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use; these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a closure top cross-threaded into the screw then the screw disassembled. The screw on the other side of the level was checked and was also found to have disassembled. Both screws were removed and replaced, along with the closure top, to complete the procedure. There were no patient impacts. This is report two of three for this event.